Manufacturer narrative:
The device was received and evaluated. A small bend was noted on the exposed portion of the soft cannula. It is unclear when the bend occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were found during the investigation.

Event description:
It was reported the patient's blood glucose (bg) rose between 260 to 358 mg/dl. The pod was not worn.